Manufacturer narrative:
A manufacturing evaluation was completed: due to an unknown cause, it was reported that during the open reduction and internal fixation of posterior lumbar surgery, when the cap was screwed into the nail, the cap was slipping. The surgeon also noted the inside screw thread was also broken. Upon receipt, it was noted that the screw threads are damaged on one side as by impact. Four devices are involved and are not distinguishable. The material used has been verified to match specification. Based on the evaluation, the complaint condition is confirmed but is not considered to be related to manufacturing materials or processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the open reduction and internal fixation of posterior lumbar surgery, when the cap was screwed into the nail, the cap was slipping. The surgeon also noted the inside screw thread was also broken. Totally 2 screws and 4 caps had problems. The surgeon had to change to another one to complete. There was no report on patient injury. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni. (B)(4) manufactured the ti axon locking screw stardrive, part #406.104 and lot #7587389 for work order # (B)(4) on po #(B)(4) dated february 12, 2014 for (B)(4) parts. Initially, the part conformed to the supplier¿s certificate of conformance, dated february 11, 2014 and to synthes final inspection sheet 406ii104, revision ¿k¿. The parts were released to the warehouse march 15, 2014. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The ti locking screw was made to the synthes drawing part #406vm104, revision ¿e¿, released on june 8, 2006. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.